Manufacturer narrative:
The device was received undeployed. Upon opening the device, the linkage assembly moved to the deployed state and the soft cannula deployed as intended. Data obtained from the device shows that the device completed both priming sequences with an expected number of pulses in each sequence. No hazard alarms were generated. No rotational sensor errors or time outs were observed. Examination of the underside of the top housing found scratch marks indicating interference between linkage assembly and the top housing resulting in the device not deploying as intended. It was determined that the reported event did not occur.

Event description:
It was reported by the patient that the pod's needle did not retract indicating a needle mechanism failure. The blood glucose levels were >250 mg/dl. The cannula was visible but the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.